Event description:
It was reported that the patient experienced pre-syncope. It was noted that the patient presented for a routine magnetic resonance imaging (MRI) procedure. Interrogation was performed as part of pre-assessment for this procedure, and it was noted that the right ventricular (rv) lead exhibited low pacing impedance, no capture and inappropriate sensing. The patient was taken to the electrophysiology lab for a rv lead revision on (B)(6) 2024. A subclavian crush was suspected as a pacing system analyzer (psa) indicated shorting between the tip and ring electrode. Attempts to remove the rv lead were unsuccessful. A new rv lead was placed in the right ventricle in a left bundle branch area pacing location. The chronic rv lead was inserted into the left ventricular (lv) port of a pacemaker to provide the patient with a system that could be scanned in most medical centers. The physician desired to avoid the scenario of a capped lead. The procedure was performed without complication and the patient left in stable condition.